Manufacturer narrative:
H10: additional information was received that indicated that there was a possible device malfunction and or a device malfunction can¿t be ruled out; therefore, this event meets the reporting requirements stipulated in 21 cfr 803. The event is a reportable malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that she was having problems with their pump, it was flopping around, wasn¿t secure in the pocket, sticks out and wasn¿t really resolving their pain. Per the patient, the pump had never adheredcompletely to her stomach wall and her stomach was kind of big, she weighs 199-200lbs. The patient stated a while back a nurse assigned to get drug out to put fresh drug in but the nurse couldn¿t get the drug into the pump. The nurse fooled around with the patient¿s stomach fat rolls on her left side (pump side) back, leg and hip, which kind of throbbed. The patient stated that she didn¿t think her fat rolls, back leg and hip on the left side was from the pump but that there was ¿no way to know¿. The patient stated that their physician was aware of this. The patient also stated that she had problems all over her body so their previous physician used to give her hydrocodone to deal with pain the pump wasn¿t dealing with but their new physician doesn¿t want to give the patient any medications because the patient has a pump. The patient had been suffering in pain, could barely walk, bend down or get around because she was so sore. The patient stated she had been on hydrocodone for 20years. The patient wasn¿t happy that their healthcare provider went on vacation for 10days without leaving the patient any pain medications other than the pump to deal with pain. The patient¿s pump was delivering hydromorphone 5.0mg/ml at 1.0667mg/day and bupivacaine 5mg/ml and 1.0667mg/day. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for malignant pain. It was reported that the patient woke up the morning of (B)(6) 2019 with a lot of pain going up and down her spine. The patient had called a clinic on (B)(6) 2019 about their pain and left a request and was told that they would call her back. The patient had not yet received a call back from the clinic and was concerned. It was further noted that the patient was experiencing muscle spasms going up her neck which was on-going with her pain. The patient had been experiencing pain and spasms prior to the receiving the pump due to a scs injury. It was descried that the pain the patient woke up with on (B)(6) 2019 had subsided. It was further reported that the patient¿s pump seems to be moving around in her stomach. It was indicated that the patient does have excess fat in stomach; however, it seemed like the pump was kind of lodging going inward and a side is outward. The pump site was inflamed and warm. The patient has difficulty talking, a communication problem, which she has always had however the patient was questioning if pump therapy could affect her cognitively. No interventions were reported. The date of the event regarding the pump moving around, was inflamed, an d warm was unknown. Regarding the muscle spasms in her neck with pain, the onset of the event was unknown, but further described having been going on since prior to the pump. It was further noted that the patient has always had difficulty talking; onset of issue was unknown. The patients last pump refill occurred in january and the healthcare provider had increased the dose by 10%. The patient¿s next check wasn't until may. Physician listings were provided as requested. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
There is no information to reasonably suggest that the device in this report had malfunctioned. No serious injury occurred. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. The event is no longer a reportable malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the pain and muscle spasms and if there was a device, patient/therapy issue, procedure issue, etc., it was noted as having been unrelated regarding fibromyalgia and anxiety. It was further noted that the circumstances that led to the pain and muscle spasms was fibromyalgia, unrelated to the pump, and anxiety. Regarding the circumstances that led to the pump site being inflamed and warm, contact with surrounding clothing and pump mobility was noted. There was no infection. The cause of the pump moving around in the stomach / lodging going inward was due to obesity. The issue was noted as having been self-resolved. Weight loss was encouraged. The spasms inflamed and warm pump site, and pump moving around was noted as having been resolved. The pump was described as working properly. The patient¿s weight at the time of the event was clarified.